Event description:
During a follow-up in clinic, the device was unable to be interrogated due to suspected premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Premature battery depletion and failure to interrogate was confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.